Event description:
The pump does not deliver enough vacuum. This was discovered during a patient treatment, but the pump was immediately exchanged with a replacement pump and the doctor reported that there was no negative influence on the course of treatment. During a pump service, it was discovered that the pump would only deliver -5 in hg pressure. By checking the pump, there were no lose open, or broken parts found. By talking with the (B)(4), the penumbra representative found out that he has to clean out plastic parts from the inner part of the metal screw multiple times. The hospital must remove the filter after each use in order to store the pump because of a lack of space. Due to multiple times unscrewing and screwing on the filter, the filter nut fills with plastic parts. The penumbra representative felt that the plastic particles may have dropped down inside the pump tubing and destroyed the membrane of the pump. The pump could not be fixed.

Manufacturer narrative:
Conclusion: this device was not returned to the manufacturer but was evaluated by a penumbra representative in the field during a servicing. The servicing and results are provided in the event description.